Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was swimming without the insulin pump but the reservoir compartment was wet. The customer stated that they were able to clear the alarm but were unable to complete the insulin pump rewind. The customer was advised to revert to the back-up plan as per healthcare professionals. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 35 alarm during rewind due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 2 due to pump error 35 during rewind.